Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement at 2000 ohms triggering a lead safety switch (lss) to unipolar. Currently the pace impedance is at 1800 ohms with appropriate rv sensing and threshold. Additional information provided advised myopotential noise was noted in the clinic when the patient moved but was not recorded by the device and there was no stored noise episodes observed. The physician will review in three months to determine possible lead replacement. At this time, the lead remains in service. No adverse patient effects were reported. Received additional information the patient was seen for routine device check and the rv lead exhibited a high out or range pacing impedance measurement at 2360 ohms. It was noted noise was recorded and was reproduceable with isometric movements. The physician plans to replace the rv lead. At this time, the lead remains in service and no date has been set for the lead revision. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement at 2000 ohms triggering a lead safety switch (lss) to unipolar. Currently the pace impedance is at 1800 ohms with appropriate rv sensing and threshold. Additional information provided advised myopotential noise was noted in the clinic when the patient moved but was not recorded by the device and there was no stored noise episodes observed. The physician will review in three months to determine possible lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.